Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that a nips was performed at the new sensitivity setting, and vf detection was appropriate with no undersensing noted. The physician therefore decided to leave the rv sensitivity at the new setting where no oversensing of p waves occurred. No other intervention or programming was planned for this patient. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded oversensing of atrial activity on the right ventricular (rv) channel, resulting in inhibition of pacing for greater than 2 seconds. The patient had symptoms of lightheadedness, but did not pass out. The right ventricular (rv) sensitivity was decreased, which corrected the oversensing. Other programming options were questioned. Technical services (ts) discussed the location of the rv lead. It was later questioned why bi-ventricular trigger pacing did not pace during the oversensing events. It was noted that a non-invasive programmed stimulation (nips) procedure would be done the next day. Ts discussed programming options. No other adverse patient effects were reported.